Event description:
It was reported that interrogation of the device noted noise seen on the electrograms (egms) for the right ventricular (rv) lead with short ventricular-ventricular (v-v) episodes and a ventricular rate up to 429 bpm. It was also reported that there was varying impedance, with thought that it could be a setscrew issue. Therefore the implantable cardioverter defibrillator (ICD) device and rv lead were removed and replaced with a new device and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and no anomalies were found. (B)(4) the full lead was returned and no anomalies were found. However, there was blood/body fluid present on the outer tubing overlay and it was breached cut. The inner tubing was kinked/buckled. Blood was also present in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed apparent explant damage.